Event description:
Customer states he had a vancomycin result of 4.3 ug per ml which he didn't believe so he reran the sample and it resulted 1.9 ug per ml. He reran sample again and received 2.6 ug per ml. Customer then moved sample to another analyzer which gave 4.7 ug per ml. He then reported the 4.3 ug per ml result. Customer refused field dispatch as he believes issue is assay or sample specific. Per customer, erroneous results were not reported. If additional information is received, appropriate notification will be provided.